Event description:
Neuropathy diagnosed which resulted in multiple foot/leg surgery to replace bone. Multiple lower extremities fractures occurred (stress) over the years. Now wears corrective shoes with braces - uses cane for support. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: young age to 2006. Diagnosis or reason for use: false teeth. Event abated after use stopped: no.